Event description:
Approx 50 ml of contrast media was injected intravenously when extravasation occurred. The IV was immediately discontinued and warm soaks applied. The hand became increasingly more edematous over the next few hours. A diagnosis of compartment syndrome was made and an emergency fasciotomy was performed.